Manufacturer narrative:
(B)(6) date sent: 8/2/2016. Batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green range was the device fired? What is the experience of the healthcare provider/surgeon who fired the device? Were the washers inspected? If so, please describe. Were the donuts inspected? If so, please describe. Was there audible and tactile feedback from firing the device? Were there any staples visible at the anastomic site or in the surgical field? If so, please describe the shape of the staples that were deployed. When was the safety released prior to firing? What is the current patient status?

Event description:
It was reported that during a sigmoidectomy the circular stapler cut but did not deliver any staples leaving an anastomosis unconnected. The procedure was changed to an ileostomy and the patient will have to return for an additional procedure to reconnect the anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2016. Additional information was requested and the following was obtained: where in the green range was the device fired? Yes. What is the experience of the healthcare provider/surgeon who fired the device? Very tenured. Were the washers inspected? If so, please describe. Unknown were the donuts inspected? If so, please describe. Unknown. Was there audible and tactile feedback from firing the device? Yes. Were there any staples visible at the anastomotic site or in the surgical field? Yes. If so, please describe the shape of the staples that were deployed. No staples were formed. All were still "u-shaped". When was the safety released prior to firing? Just before firing. What is the current patient status? Patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted.